Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's pocket was revised on (B)(6) 2025 due to healing issue. As result, the pocket was revised and the ipg re-anchored within the pocket.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient lost effective coverage due to lead migrating. The issue was confirmed via imaging. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.